Event description:
The reporter stated that on two occasions, the tubing fell apart. Both were from the same lot. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed its investigation into this matter. A follow up report will be submitted when the investigation has been completed.